Event description:
The customer reported the device alarmed and displayed codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use, but there was no patient harm reported. The facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance, requesting for field service engineer to repair the unit, but the customer declined repair on this unit due to cost. The biomedical engineer stated that they will perform the repair on this unit, but he is not sure when the unit will be repaired. No further information provided.

Manufacturer narrative:
Device out of warranty. Customer declined repair for this unit due to cost.